Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d334drg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited non capture and high thresholds. The lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.